Manufacturer narrative:
Concomitant medical products: vassallo floppyastato xs 9-40jade 3.0-40unknown guidewire. (B)(6). There was difficulty advancing a 3mm x 4cm x 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter through the vessel, difficulty crossing the lesion and the balloon ruptured at eight atmospheres (atm). It was replaced with a non-cordis balloon catheter and the procedure was continued. There was no patient injury. The lesion was the superficial femoral artery with a chronic total occlusion (cto) and severe calcification. The access site was femoral, and the device prepped normally. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. A guidewire crossed the lesion. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter was never in an acute bend. The maximum inflation pressure was eight atmospheres. The balloon catheter did not kink while being used and was easily removed. The product was not returned for analysis. A product history record (phr) review of lot 17611217 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion and a severely calcified lesion may have contributed to the reported events. Calcification is known to damage balloon material and may cause difficulty when attempting to cross the lesion with these vessel characteristics. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
There was difficulty advancing a 3mm4cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter through the vessel, difficulty crossing the lesion and the balloon ruptured at 8 atmospheres (atm). It was replaced with a new balloon catheter (non cordis) and the procedure was continued. There was no patient injury. The device will not be returned because it was discarded in the hospital. The lesion was the superficial femoral artery with chronic total occlusion (cto) and severe calcification. The access site was the femoral. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. A guidewire crossed the lesion. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The indeflator used was an everest by medtronic, and it was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The maximum inflation pressure was 8 atmospheres. The balloon catheter did not kink while being used and was easily removed.